Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the packaging was confirmed but the root cause could not be determined. One photograph was returned for evaluation. The photo shows a close up of the csr wrap bundles from a catheter kit. A strand of hair is present atop the top layer of csr wrap. The opened state of the sample made it difficult to assess when and where the hair was introduced into the kit. The reported event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that hair in pack compromising the sterility. No further details available or provided.